Event description:
Electrode produced sparks. During acromioplasty, 4 mm after use, no metal nearby no landfill in soft tissue, suction works, open clamp. The plastic of the electrode melted and occurrence of sparks. No consequences to the patient - another like device was used.

Manufacturer narrative:
The complaint device has not been returned for evaluation and therefore the reported failure cannot be verified. It cannot be determined what type of damage the active tip sustained that led to this type of failure. The IFU states: ¿observe extreme caution when using electro surgery in close proximity to or in direct contact with any metal objects. The majority of arthroscopes and arthroscopic instruments are metal. Do not activate the electrode while any portion of the electrode and the adjacent metal object may result in product damage.¿ no further information was available to determine if the above mentioned factors contributed to this failure. A batch record review has been conducted and the results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy synthes mitek complaints system revealed one other similar complaint for this lot of devices that were released to distribution. The complaint rates were reviewed against the risk analysis documents and found to be within expected levels. Since the function of the electrode is to ablate tissue, the risk associated with sparking of the electrode tip within the joint space is low. At this point in time, no further action is warranted. However, should any new information be provided in future, this file will be re-opened and a thorough investigation will be performed. Depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
Electrode produced sparks. During acromioplasty, 4 mm after use, no metal nearby no landfill in soft tissue, suction works, open clamp. The plastic of the electrode melted and occurrence of sparks. No consequences to the patient - another like device was used. The following additional information was received from our affiliate; nothing fell off of the device into the patient, and the procedure was delayed five minutes due to the problem with the complaint device.

Manufacturer narrative:
Attempts have been made to retrieve additional information about the event and device. The additional information will reportedly be forwarded to depuy mitek; however, it is not known if it will be received within the 30 day reporting requirement, therefore, depuy mitek would like to file this initial medwatch report at this time. When and if additional information is received it will be reflected in a follow-up medwatch report. In transit.